Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the distal half of the stent severely damaged with struts distorted, stretched and lifted from the stent profile. The stent stretched distally over the balloon and the bumper tip, however, no signs of movement noted. The proximal half of the stent is still in place. This type of damage is consistent with mishandling of the device during preparation. The max stent profile was recorded as 0.0415" during the manufacturing process with no profile issues. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector was measured. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 32mmx2.50mm promus premier¿ stent was selected however upon removal of the protective casing while still outside the patient's body, it was noted that the stent was elongated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. A 32mmx2.50mm promus premier¿ stent was selected however upon removal of the protective casing while still outside the patient's body, it was noted that the stent was elongated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.